Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tri-fuse tubing with the blue clamp became disconnected and leaked from the max zero connector twice on the same patient. The clinician stated that it appeared that the tubing was not heat sealed or secured. There was no report of patient harm.

Manufacturer narrative:
Correction on initial report: no product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tri-fuse tubing with the blue clamp became separated and leaked at the maxzero engagement twice on the same patient.

Manufacturer narrative:
Gtin/UDI number for item mz9266, lot 17028105 is (B)(4).

Event description:
The customer reported that the tri-fuse tubing with the blue clamp became separated and leaked at the maxzero engagement twice on the same patient.